Event description:
The report received a stent grafting was being performed and the target lesion was unknown. Calcification; vessel tortuosity and the rate of stenosis were unknown. A maxi-ld (25/40mm 110cm: complaint product) was delivered to the target lesion without issues and inflated at 4atm as usual, but the pressure of the inflation device started to decrease approximately 10 seconds later. Therefore, a different balloon catheter was used instead and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. No product return. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the ratio are not known. An indeflator used is unknown. The same indeflator was used successfully with other device. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon catheter was delivered to the target lesion without any issues. The balloon catheter did not kink while being used and was easily removed from the patient. It was also intact (in one piece) when removed from the patient.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The information received from an affiliate indicated that a maxi balloon ruptured below rate burst pressure during angioplasty and stenting of an unknown vessel. The vessel, characteristics and rate of stenosis were all unknown. A 25x40mm maxi ld balloon was delivered to the target lesion without issues and inflated to 4 atms, but the pressure of the inflation device started to decrease approximately 10 seconds later. Therefore, a different balloon catheter was used instead and the procedure was completed without any other problems. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the ratio are not known. The brand of indeflator is unknown but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon catheter was delivered to the target lesion without any issues. The balloon catheter did not kink while being used and was easily removed from the patient. It was also intact (in one piece) when removed from the patient. The product was not returned for evaluation and there is no report of patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported complaint of balloon burst could not be confirmed. There are potential factors leading to balloon burst such as heavily calcified vessels/lesions. With the limited information provided it is not possible to determine an exact cause for the reported event. Based on the clinical information and the device history report review there is no indication that there is a design or manufacturing related issue therefore no corrective action will be taken.